Manufacturer narrative:
RMA issued. Replacement 5.5mm tap (cannulated) shipped to site (B)(4) 2014. Medtronic investigation of returned suspect device finds that, as reported, a guide wire has been broken off inside the cannula of the instrument. The front end of the instrument has also been tamped down causing the edges to flute out. Physical damage - occluded - directly caused event.

Event description:
A medtronic representative received a report that a site was attempting to clean and sterilize a solera cannula tap, 5.5, and was unable to clean the inside cannulated portion. The site used guide wires to clear that eventually became lodged inside the cannula portion. There was no patient present when this issue was identified.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.